Manufacturer narrative:
Upon receipt the lead was found cut 10 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 10 and 8 cm proximal to the lead tip the insulation was noted abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages, like cuts into the insulation 26, 37.5 and 39 cm distal to the df4 connector pin, as well as the deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 51 months, ventricular oversensing was reported (via homemonitoring). The lead was explanted and replaced.